Event description:
It was reported that patient interface and mainframe stim 1 did not stimulate during intra-op. The current stim return shows "0", indicating that current is not being delivered. At first user suspected it to be a connection problem. Since the actual measured value was displayed as 0, it was identified as not appearing. No patient injury.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. H3: product analysis found no abnormalities in the device. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8253200, serial/lot#: (B)(6), UDI#: (B)(4), manufactured date: 2016-07-11. H3: product analysis found the device did not respond because the fuse on the stim1 side was broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.